Event description:
Complainant indicated that during testing of the device during pre-patient use, the device failed to power on. Complainant indicated that there was no patient involvement in the reported malfunction.